Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photographs were reviewed on 28/may/2020. Visual analysis of the photographs identified clear fluids inside the device and the device appearance. The cause cannot be determined because the photographs were analyzed. Device analysis was performed through photographs. Due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation and "particles in valve." Device has been explanted.